Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), uterine perforation ("perforation (uterus)") and device expulsion ("malposition of essure device/ migration of essure device: uterus") in a 33-year-old female patient who had essure (batch no. 774387) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included yeast infection, vulval itching and vaginal discharge. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, 3 months 11 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and device expulsion (seriousness criteria medically significant and intervention required). In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ dysmenorrhea"), fatigue ("fatigue"), nausea ("nausea") and back pain ("back pain"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), migraine ("migraines"), headache ("headaches") and complication of device removal ("complications from essure removal procedure"). The patient was treated with surgery (a bilateral salpingectomy and device removal). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, uterine perforation, device expulsion, menstrual disorder, fatigue, migraine, headache, nausea, complication of device removal and back pain outcome was unknown and the dysmenorrhoea had resolved. The reporter considered back pain, complication of device removal, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, headache, menstrual disorder, migraine, nausea and uterine perforation to be related to essure. The reporter commented: it was reported that she had right cornua had 5 visible coils. Left cornua had 4 visible coils. Right essure device not completely within fallopian tube. Device extends beyond margin of proximal fallopian tube into the pelvis, with distal opacification of fallopian tube and spillage within the pelvis. Occlusion of the left fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion (B)(6) 2011:hysterosalpingogram- impression: occlusion of left fallopian tube verified. Right side appears to be transient filling of tubular structure lateral to uterine fundus. Since this is only filled transiently, is felt more likely to be a vascular structure rather than a tube, additional flow-up study should be considered to verify complete occlusion of the right tube. (Per mr). (B)(6) 2011: hysterosalpingogram-impression: right essure device not completely within fallopian tube. Device extends beyond margin of proximal fallopian tube into the pelvis, with distal opacification of fallopian tube and spillage within the pelvis. Occlusion of the left fallopian tube (per mr). Most recent follow-up information incorporated above includes: on 3-jul-2018: added event back pain. Added onset date of events. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), uterine perforation ("perforation (uterus)"), device expulsion ("malposition of essure device/ migration of essure device: uterus / malposition of essure device - location of device: right essure device is not completely within the fallopian tube") and genital haemorrhage ("heavy bleeding") in a 33-year-old female patient who had essure (batch no. 774387) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included yeast infection, vulval itching and vaginal discharge. On (B)(6)2010, the patient had essure inserted. On (B)(6)2011, 2 months 21 days after insertion of essure, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6)2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and device expulsion (seriousness criteria medically significant and intervention required). On (B)(6)2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition mental anguish"). In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ dysmenorrhea"), fatigue ("fatigue"), nausea ("nausea") and back pain ("back pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues") and complication of device removal ("complications from essure removal procedure"). The patient was treated with surgery (a bilateral salpingectomy and device removal). Essure was removed on (B)(6)2011. At the time of the report, the fallopian tube perforation, uterine perforation, device expulsion, menstrual disorder, fatigue, migraine, headache, nausea, complication of device removal, back pain, depression and anxiety outcome was unknown and the genital haemorrhage and dysmenorrhoea had resolved. The reporter considered anxiety, back pain, complication of device removal, depression, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, menstrual disorder, migraine, nausea and uterine perforation to be related to essure. The reporter commented: it was reported that she had right cornua had 5 visible coils. Left cornua had 4 visible coils. Right essure device not completely within fallopian tube. Device extends beyond margin of proximal fallopian tube into the pelvis, with distal opacification of fallopian tube and spillage within the pelvis. Occlusion of the left fallopian tube. I was one out of 99% that the essure procedure didn't work. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2011: total bilateral occlusion (B)(6)2011:hysterosalpingogram- impression: occlusion of left fallopian tube verified. Right side appears to be transient filling of tubular structure lateral to uterine fundus. Since this is only filled transiently, is felt more likely to be a vascular structure rather than a tube, additional flow-up study should be considered to verify complete occlusion of the right tube. (Per mr) unilateral occlusion (left tube occluded) that procedure did not work. Only left side occluded, right side migrated and that they needed to perform surgery to remove my tubes. (B)(6)2011: hysterosalpingogram-impression: right essure device not completely within fallopian tube. Device extends beyond margin of proximal fallopian tube into the pelvis, with distal opacification of fallopian tube and spillage within the pelvis. Occlusion of the left fallopian tube (per mr) . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-oct-2018: plaintiff fact sheet received. Events genital bleeding, depression and mental anguish were added. Historical & concomitant & drugs conditions were added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), uterine perforation ("perforation (uterus)") and device expulsion ("malposition of essure device/ migration of essure device: uterus") in a 33-year-old female patient who had essure (batch no. 774387) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included yeast infection, vulval itching and vaginal discharge. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, 3 months 11 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and device expulsion (seriousness criteria medically significant and intervention required). In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and complication of device removal ("complications from essure removal procedure"). The patient was treated with surgery (a bilateral salpingectomy and device removal), surgery (a bilateral salpingectomy and device removal) and surgery (a bilateral salpingectomy and device removal). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, uterine perforation, device expulsion, menstrual disorder, fatigue, migraine, headache, nausea and complication of device removal outcome was unknown and the dysmenorrhoea had resolved. The reporter considered complication of device removal, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, headache, menstrual disorder, migraine, nausea and uterine perforation to be related to essure. The reporter commented: it was reported that she had right cornua had 5 visible coils. Left cornua had 4 visible coils. Right essure device not completely within fallopian tube. Device extends beyond margin of proximal fallopian tube into the pelvis, with distal opacification of fallopian tube and spillage within the pelvis. Occlusion of the left fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2011: total bilateral occlusion (B)(6) 2011:hysterosalpingogram- impression: occlusion of left fallopian tube verified. Right side appears to be transient filling of tubular structure lateral to uterine fundus. Since this is only filled transiently, is felt more likely to be a vascular structure rather than a tube, additional flow-up study should be considered to verify complete occlusion of the right tube. (Per mr) (B)(6) 2011: hysterosalpingogram-impression: right essure device not completely within fallopian tube. Device extends beyond margin of proximal fallopian tube into the pelvis, with distal opacification of fallopian tube and spillage within the pelvis. Occlusion of the left fallopian tube (per mr) most recent follow-up information incorporated above includes: on 13-mar-2018: pfs received. Reporters added and updated patient demographics as height and weight. Historical condition and laboratory data were reported. Suspect drug inaction and lot number. Added events dysmenorrhea (cramping), fatigue, malposition of essure device/ migration of essure device: uterus, migraines/headaches, nausea, perforation (uterus), perforation (fallopian tube(s)) and chronic cramping. On (B)(6) 2011, she explanted essure. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), uterine perforation ("perforation (uterus)") and device expulsion ("malposition of essure device/ migration of essure device: uterus") in a 33-year-old female patient who had essure (batch no. 774387) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included yeast infection, vulval itching and vaginal discharge. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, 3 months 11 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and device expulsion (seriousness criteria medically significant and intervention required). In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ dysmenorrhea"), fatigue ("fatigue"), nausea ("nausea") and back pain ("back pain"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), migraine ("migraines"), headache ("headaches") and complication of device removal ("complications from essure removal procedure"). The patient was treated with surgery (a bilateral salpingectomy and device removal), surgery (a bilateral salpingectomy and device removal) and surgery (a bilateral salpingectomy and device removal). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, uterine perforation, device expulsion, menstrual disorder, fatigue, migraine, headache, nausea, complication of device removal and back pain outcome was unknown and the dysmenorrhoea had resolved. The reporter considered back pain, complication of device removal, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, headache, menstrual disorder, migraine, nausea and uterine perforation to be related to essure. The reporter commented: it was reported that she had right cornua had 5 visible coils. Left cornua had 4 visible coils. Right essure device not completely within fallopian tube. Device extends beyond margin of proximal fallopian tube into the pelvis, with distal opacification of fallopian tube and spillage within the pelvis. Occlusion of the left fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion (B)(6) 2011:hysterosalpingogram- impression: occlusion of left fallopian tube verified. Right side appears to be transient filling of tubular structure lateral to uterine fundus. Since this is only filled transiently, is felt more likely to be a vascular structure rather than a tube, additional flow-up study should be considered to verify complete occlusion of the right tube. (Per mr) (B)(6) 2011: hysterosalpingogram-impression: right essure device not completely within fallopian tube. Device extends beyond margin of proximal fallopian tube into the pelvis, with distal opacification of fallopian tube and spillage within the pelvis. Occlusion of the left fallopian tube (per mr) quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (a bilateral salpingectomy and device removal). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), uterine perforation ('perforation (uterus)') and device expulsion ('malposition of essure device/ migration of essure device: uterus / malposition of essure device - location of device: right essure device is not completely within the fallopian tube') in a 33-year-old female patient who had essure (batch no. 774387, 774397) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included yeast infection, vulval itching, vaginal discharge, hypothyroidism and depression. Concomitant products included ethinylestradiol;levonorgestrel (lutera), ibuprofen, levothyroxine sodium (levothyroxine), minerals nos;vitamins nos (prenatal vitamins), paracetamol (acetaminophen) and sertraline hydrochloride (zoloft). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ dysmenorrhea"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"), 2 months 21 days after insertion of essure. On (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition mental anguish"). In (B)(6) 2011, the patient experienced back pain ("back pain"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), menstrual disorder ("menstruation issues"), complication of device removal ("complications from essure removal procedure") and post procedural complication ("post procedural complication"). The patient was treated with paracetamol (tylenol) and surgery (a bilateral salpingectomy and device removal). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, uterine perforation, menstrual disorder, fatigue, migraine, headache, nausea, complication of device removal, back pain, depression, anxiety and post procedural complication outcome was unknown and the device expulsion, genital haemorrhage and dysmenorrhoea had resolved. The reporter considered anxiety, back pain, complication of device removal, depression, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, menstrual disorder, migraine, nausea, post procedural complication and uterine perforation to be related to essure. The reporter commented: it was reported that she had right cornua had 5 visible coils. Left cornua had 4 visible coils. Right essure device not completely within fallopian tube. Device extends beyond margin of proximal fallopian tube into the pelvis, with distal opacification of fallopian tube and spillage within the pelvis. Occlusion of the left fallopian tube. Patient received treatment for:pain, migration. I was one out of 99% that the essure procedure didn't work. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: occlusion of left fallopian tube verified. Right side appears to be transient filling of tubular structure lateral to uterine fundus. Since this is only filled transiently, is felt more likely to be a vascular structure rather than a tube, additional flow-up study should be considered to verify complete occlusion of the right tube. Unilateral occlusion (left tube occluded) that procedure did not work. Only left side occluded, right side migrated and that they needed to perform surgery to remove my tubes.; on (B)(6) 2011: right essure device not completely within fallopian tube. Device extends beyond margin of proximal fallopian tube into the pelvis, with distal opacification of fallopian tube and spillage within the pelvis. Occlusion of the left fallopian tube (per mr). Lot number:774387, manufacturing date:2010-09, expiration date:2013-09, lot number:774397, manufacturing date:2010-09, expiration date:2013-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2020: quality-safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), uterine perforation ('perforation (uterus)') and device expulsion ('malposition of essure device/ migration of essure device: uterus / malposition of essure device - location of device: right essure device is not completely within the fallopian tube') in a 33-year-old female patient who had essure (batch no. 774387, 774397) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included yeast infection, vulval itching, vaginal discharge, hypothyroidism and depression. Concomitant products included ethinylestradiol; levonorgestrel (lutera), ibuprofen, levothyroxine sodium (levothyroxin), minerals nos;vitamins nos (prenatal vitamins), paracetamol (acetaminophen) and sertraline hydrochloride (zoloft). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ dysmenorrhea"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"), 2 months 21 days after insertion of essure. On (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition mental anguish"). In (B)(6) 2011, the patient experienced back pain ("back pain"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), menstrual disorder ("menstruation issues"), complication of device removal ("complications from essure removal procedure") and post procedural complication ("post procedural complication"). The patient was treated with paracetamol (tylenol) and surgery (a bilateral salpingectomy and device removal). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, uterine perforation, menstrual disorder, fatigue, migraine, headache, nausea, complication of device removal, back pain, depression, anxiety and post procedural complication outcome was unknown and the device expulsion, genital haemorrhage and dysmenorrhoea had resolved. The reporter considered anxiety, back pain, complication of device removal, depression, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, menstrual disorder, migraine, nausea, post procedural complication and uterine perforation to be related to essure. The reporter commented: it was reported that she had right cornua had 5 visible coils. Left cornua had 4 visible coils. Right essure device not completely within fallopian tube. Device extends beyond margin of proximal fallopian tube into the pelvis, with distal opacification of fallopian tube and spillage within the pelvis. Occlusion of the left fallopian tube. Patient received treatment for: pain, migration. I was one out of 99% that the essure procedure didn't work. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: occlusion of left fallopian tube verified. Right side appears to be transient filling of tubular structure lateral to uterine fundus. Since this is only filled transiently, is felt more likely to be a vascular structure rather than a tube, additional flow-up study should be considered to verify complete occlusion of the right tube. Unilateral occlusion (left tube occluded) that procedure did not work. Only left side occluded, right side migrated and that they needed to perform surgery to remove my tubes; on (B)(6) 2011: right essure device not completely within fallopian tube. Device extends beyond margin of proximal fallopian tube into the pelvis, with distal opacification of fallopian tube and spillage within the pelvis. Occlusion of the left fallopian tube (per mr). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Lot no. Were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), uterine perforation ('perforation (uterus)') and device expulsion ('malposition of essure device/ migration of essure device: uterus / malposition of essure device - location of device: right essure device is not completely within the fallopian tube') in a 33-year-old female patient who had essure (batch no. 774387) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included yeast infection, vulval itching, vaginal discharge, hypothyroidism and depression. Concomitant products included ethinylestradiol;levonorgestrel (lutera), ibuprofen, levothyroxine sodium (levothyroxin), minerals nos;vitamins nos (prenatal vitamins), paracetamol (acetaminophen) and sertraline hydrochloride (zoloft). On (B)(6)2010, the patient had essure inserted. On (B)(6)2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ dysmenorrhea"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"), 2 months 21 days after insertion of essure. On (B)(6)2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and device expulsion (seriousness criteria medically significant and intervention required). On (B)(6)2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition mental anguish"). In (B)(6)2011, the patient experienced back pain ("back pain"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), menstrual disorder ("menstruation issues"), complication of device removal ("complications from essure removal procedure") and post procedural complication ("post procedural complication"). The patient was treated with paracetamol (tylenol) and surgery (a bilateral salpingectomy and device removal). Essure was removed on (B)(6)2011. At the time of the report, the fallopian tube perforation, uterine perforation, menstrual disorder, fatigue, migraine, headache, nausea, complication of device removal, back pain, depression, anxiety and post procedural complication outcome was unknown and the device expulsion, genital haemorrhage and dysmenorrhoea had resolved. The reporter considered anxiety, back pain, complication of device removal, depression, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, menstrual disorder, migraine, nausea, post procedural complication and uterine perforation to be related to essure. The reporter commented: it was reported that she had right cornua had 5 visible coils. Left cornua had 4 visible coils. Right essure device not completely within fallopian tube. Device extends beyond margin of proximal fallopian tube into the pelvis, with distal opacification of fallopian tube and spillage within the pelvis. Occlusion of the left fallopian tube. I was one out of 99% that the essure procedure didn't work. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2011: results: occlusion of left fallopian tube verified. Right side appears to be transient filling of tubular structure lateral to uterine fundus. Since this is only filled transiently, is felt more likely to be a vascular structure rather than a tube, additional flow-up study should be considered to verify complete occlusion of the right tube. Unilateral occlusion (left tube occluded) that procedure did not work. Only left side occluded, right side migrated and that they needed to perform surgery to remove my tubes.; on (B)(6)2011: right essure device not completely within fallopian tube. Device extends beyond margin of proximal fallopian tube into the pelvis, with distal opacification of fallopian tube and spillage within the pelvis. Occlusion of the left fallopian tube (per mr). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Added event post procedural complication. Outcome of events device expulsion (migration of essure device: uterus / malposition of essure device - location of device: right essure device is not completely within the fallopian tube) was updated as recovered. Event genital haemorrhage downgraded to non serious. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.